Event description:
A malfunction alarm occurred, and the customer's blood glucose level exceeded 500 mg/dl, although the specific value was not provided as it was displayed as "high." The customer addressed the high blood glucose by administering a correction injection via the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.